Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was retuned for evaluation. The sheath and the dilator was received in original sealed package. During visual evaluation, the pusher pad was inside in the touhy boarst adaptor. The filter was inside the storage tube and it was not connected with touhy boarst adaptor. The filter hook was disengaged from pusher gripper. Therefore, the investigation is confirmed for the reported device dislodged or dislocated as the filter was disengaged from the pusher gripper. A definitive root cause for the alleged device dislodged or dislocated could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package of a vena cava filter, the filter hook was allegedly found to be detached. It was further reported that another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified. (Expiry date: 01/2024).

Event description:
It was reported that after opening the package of a vena cava filter, the filter hook was allegedly found to be detached. It was further reported that another device was used to complete the procedure. There was no patient involvement.